Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock malfunctioned during use as the drug was leaking due to a ¿crack in the plastic where you close the infusion line¿. There was no report or injury or medical intervention needed.

Manufacturer narrative:
Customer reported leakage issues; however no sample was available for evaluation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected. Product is function tested and no incidents with leakages have been reported. Process fmea rm5895 was reviewed and there are proper controls in place to detect product malfunctions. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.